Event description:
After the revision on (B)(6) 2013 (refer to manufacturer report #3004209178-2013-20974), the patient got out and had reportedly gained 17 lbs, and "all his problems came back". It was noted that it was "just the way it was before the surgery in (B)(6)". The caller was having back problems, leg swelling, weight gain. The patient reportedly could not exercise and stated that "when I do anything, I pay for it". The caller reportedly stated that the next time he sees his healthcare professional (hcp) he was going to try a different medicine. The patient believed that his morphine was back up to the level it was before he had surgery. The caller reportedly wanted a second medical opinion because his current hcp "just turns his levels up or dopes him with oxycontin" and then the patient falls asleep "anywhere" and was in "la-la land" because it was turned up so high. The patient was not sure what other medication was in the pump other than morphine, but it was noted that morphine and "others" had always been in the pump. The "others" were reportedly bupivacaine and clonidine. Additional information was requested to determine any interventions and the patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).